Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed several loss of prime warnings and no cartridge detected warnings. The piston was unable to recognize the cartridge during the load step. The pump was opened and a damaged solder connection was observed at the force sensor pins.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).